Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing. Settings: rate 2.2, res vol 28.4, given 72.6. Air in tubing, no injury to patient. No further information available.